Event description:
Meter name: surestep enhanced. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: feet were hurting. Their meter allegedly had no power and was unable to obtain a blood glucose result. The pt was unable to test. Pt was not treated. Pt's meter would not power on, even with new batteries. Replacement meter was sent. No further info has been reported.